Event description:
It was reported that the pump did not lock and recognized the cassette. There was no patient involvement, no patient injury was reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Manufacturer narrative:
H3: one device was received for analysis. The service history review had no indication that the complaint was not related to service of the device within the last 12 months. The reported issue was replicated through the latch lock test. The cause of the reported issue was damaged latch lock mechanism and latch lock sensor. The latch lock mechanism and sensor were replaced to fix the issue. The downstream occlusion (dso) seal was replaced as a preventative measure and calibration of the upstream occlusion (uso)/dso sensors was performed. The device then passed all tests after the repairs.